Event description:
Information was received from a family member of a patient. The patient was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The family member reported that the patient's implantable neurostimulator (ins) was implanted for 3 years and the battery failed. The family member noted that the did not know if the ins was sent back for analysis. No further complications were reported or were expected.

Manufacturer narrative:
Additional review indicated that (B)(4) is no longer applicable to the event and (B)(4) is now applicable. If information is provided in the future, a supplemental report will be issued.